Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative regarding a patient receiving baclofen (unknown concentration at 20 mcg/day) via an implantable infusion pump. It was reported that the patient missed a refill appointment and was unable to reschedule. The pump started to alarm on (B)(6) 2020 due to being empty. There were no patient symptoms reported. The patient was given oral medication and the hcp wanted to have the pump stopped. No further complications have been reported as a result of this event.